Event description:
It was reported the connection for the radio frequency programmer head was intermittent. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the connection for the radiofrequency (rf) programmer head was intermittent. Needed to hold down on the connector to get the device to interrogate. It was also noted that there was no printer drawer with the programmer, the latch tab was broken off of the power cord bay, and there was foreign material stuck inside the display latch which did not allow the cover to shut. (B)(4).